Manufacturer narrative:
This event occurred in (B)(6). (B)(4) (B)(6).

Event description:
The customer explained that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3) on an e601 analyzer. The sample resulted as >32.55 pg/ml and this value was reported outside of the laboratory. It was stated that the patient was not a thyroid disease patient. Another sample from the patient resulted as 2.37 pg/ml on (B)(6) 2015. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was found that the customer was using an outdated calibration when the affected sample was tested and this is outside of what is recommended in product labeling.